Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the thoracic clamp was damaged. There was no patient involvement. Additional information was received stating that there was an inaccuracy with the navigation system or possibly the instrumentation by a few millimeters. The competitive spine rep stated that the images and accuracy would change if they moved the camera. It appeared to have been banged around a little/scratched. The camera was replaced in april and it had worked perfectly until this case. A manufacture representative went through each nav instrument and tray with the blue model searching for it to repeat the inaccuracy. They did find a few older instruments and replaced those with ones that were on site peel packed. There was no reported impact to the patient.

Manufacturer narrative:
Please see 1723170-2025-03395 for additional information about the inaccuracy. H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.